Manufacturer narrative:
Unit was returned with frozen full segments on display due to faulty connector on the interface board. Unit had minor bleeding on the upper edge of display, intermittent button response due to corroded keypad trace, and no button error alarms occurred. Unit was returned with missing end cap sticker and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.